Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes breaks off and leakage. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the cannula breaks off or pulls out and blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "during the operation, the nurse found the connection was broken off and blood exuded from the connected blood vessel."